Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, product ID unk-nv-fg15 (lot: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that pipeline flex with shield technology stent (ped2) encountered resistance in a phenom 27 microcatheter and could not be opened at the distal and mid-segment. The patient was undergoing surgery for treatment of an unruptured, saccular, right-sided c6 segment aneurysm with a max diameter of 3.2 mm and a 2 mm neck diameter. The landing zone arterial diameter was 3.8 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal. The angiographic result post procedure reported right-sided c6 segment aneurysm. It was reported that because the patient¿s vessels were extremely tortuous, this was a rare case. There was significant tortuosity from the c1 to c7 segments of the internal carotid artery, with particularly severe tortuosity at the c1 segment. Using a tongqiao 5-125 intermediate catheter plus a phenom 27 microcatheter under neuro guidewire guidance, the system was guided to the m2 segment of the middle cerebral artery. The flow-diverting stent was delivered through the phenom 27 microcatheter to the middle cerebral artery. It was evident that when the stent was delivered to the c5 to c7 segments of the internal carotid artery, significant difficulty in delivery occurred due to vessel tortuosity. The stent was barely delivered through the phenom 27 microcatheter to the m1 segment of the middle cerebral artery for deployment. While maintaining forward pressure on the push guidewire and retracting the phenom 27 microcatheter, the tip end of the stent failed to open. When approximately 6¿7 mm of the stent had been deployed, the mid-segment opened, but the tip end could not open. An attempt was made to push the stent to force open the tip end, after which the stent opened. The stent was then retracted to the terminal internal carotid artery for anchoring and deployment. The tip end of the stent did not open well. The operator continued attempting deployment, at which point the mid-segment of the stent could not open. Tension was increased and deployment continued, but the stent still could not be opened. The stent was then recaptured and redeployed, but the issue persisted. Further maneuvers including increasing and decreasing tension and oscillating the stent were attempted; however, the stent opening was not obvious and could not fully open. After multiple attempts, the stent still could not be opened. The operator decided to replace the stent with a new one. The stent was fully recaptured into the phenom 27 microcatheter, and both the stent and phenom 27 microcatheter were withdrawn from the body as a whole. The stent was pushed out from the tip end of the phenom 27 microc atheter, and a new stent was used instead. Under neuro guidewire guidance, the phenom 27 microcatheter was advanced to the middle cerebral artery, and the new stent was then delivered, anchored, and deployed. The procedure was completed successfully. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).